Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m, implantable tachy lead, (B)(6) 2012; 5076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Per the patient, the lead was turned off and may need to be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.